Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that she found a hard abscess under the sensor after it was removed on (B)(6) 2018. The skin reaction was located on the left side of the abdomen approximately 2 inches from the belly button. The reaction did not extend outside of the area where the sensor patch had been worn on the skin. On (B)(6) 2018 the patient¿s mother took the patient to urgent care where they tried a hot compress, but the abscess did not drain. The patient was prescribed sulfamethoxazole-trimethoprim 200-40mg /5ml which brought the abscess down to the size of a bb from a bb gun. At the time of contact, it was indicated that the abscess was smaller in size. No additional event or patient information is available.